Manufacturer narrative:
Due to character restriction in e1, full event site name: (B)(6) hospital. A supplemental report will be submitted on completion of our investigation.

Event description:
It was reported that before use the cardiosave intra aortic balloon pump(iabp) automatically shut down when the battery was fully charged and the ac power was disconnected. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e.1. For event site telephone, event site telephone: (B)(6). Updated fields: b4, d9, e1 (initial reporter; event site address), e2, e3, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the customer reported that when the lithium battery was fully charged, the ac power was disconnected and the machine automatically shut down. The equipment and fault code records were checked on-site at the hospital to confirm the fault reported by the customer. The power management board (0670-00-1162) was replaced. The equipment passed all factory-specified performance and safety indicator tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) automatically shut down when the battery was fully charged and the ac power was disconnected. There was no patient involvement.